Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Data was provided for evaluation. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.